Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to part # 657338 and serial # (B)(6). ¿ problem statement: customer reported complaint on a facscanto ivd 10 color configuration ¿ 657338 obtaining erroneous ivd results with no signal in apc-h7. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17sep2019 to date 17sep2020. ¿ complaint trend: there are 2 complaints relating to erroneous results from missing signal from the apc-h7; pr# (B)(4) and this one, 1827597. Date range from 17sep2019 to date 17sep2020. ¿ manufacturing device history record (DHR) review: DHR part # 657338 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, but the root cause could not be identified. The tsr (technical service representative) requested the file from the customer where the potential erroneous results were obtained for review but did not receive any. The tsr tried to replicate the issue of no apc-h7 signal on the patient sample over the phone but the issue could not be replicated. According to the customer, this only happened once, and the instrument was functioning as expected with not further issues. There was no need for an engineer to go onsite and no parts were changed. Although the test was run on patient samples, there was no report of harm or injury to the patient, nor was there incorrect treatment due to erroneous or unexpected results. The results were not used for diagnosis or treatment. Bd facscantoflow cytometer instructions for use, #23-14730-03, provides instrument and software troubleshooting solutions to many possible causes. This can be found starting on page 183 in the troubleshooting section. The issue was concluded by the tsr over the phone and no adverse issues arose thereafter. Though the root cause could not be determined, it was confirmed that the instrument was operating functionally. The safety risk is moderate, s3, and there was no impact to patient health or safety. ¿ service max review: review of related work order #:(B)(4), case # (B)(4). Install date: 14mar2017. Defective part number: work order notes: o subject / reported: 657338 - facscanto ivd 10 color - no signal in apc-h7. O problem description: customer reports that during an acquisition in facsdiva 8.0.1, the signal in apc-h7 could not be detected. No laser alarms were triggered. Customer is sure that the sample was stained with cd3-apc-h7 because the samples are stained in pools. O work performed: unable to reproduce the issue. O cause: unknown. O solution: ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part # 100264ra, rev. 06/vers. F, facscanto 10-color (canto plus) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? O ID: 3.1.1 o hazard: incorrect output resulting from low signal to noise ratio o cause: low sensitivity o harmful effects: incorrect result o risk controls: na o implementation verification: o effectiveness verification: o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: acceptable o new hazards: no mitigation(s) sufficient. ¿ root cause: based on the investigation results the root cause could not be determined. ¿ conclusion: based on the investigation results, it could not be determined why the customer obtained erroneous results on the facscanto ivd 10 color configuration. The issue only happened once and could not be replicated, where no further issued arose after the incident. It was confirmed the instrument was functioning as expected, and no harm or injury was done, with no medical treatment given from the unexpected results.. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h10.

Event description:
It was reported that during use with a bd facscanto¿ erroneous were results occurred with patient samples. Erroneous results were not reported and there was no reported patient impact. The following information was provided by the initial reporter: sample was stained with cd3-apc-h7 because the samples are stained in pools. Additionally, on 2020-9-21 the fse provided the following additional information: the sample analyzed on the instrument was patient sample. The obtained result was incorrect but it was not used for diagnosis or treatment. No incorrect treatment was given to the patient based on the result. No harm was done to the patient and also no delay in the treatment.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ erroneous were results occurred with patient samples. Erroneous results were not reported and there was no reported patient impact. The following information was provided by the initial reporter: sample was stained with cd3-apc-h7 because the samples are stained in pools. Additionally, on 2020-9-21 the fse provided the following additional information: the sample analyzed on the instrument was patient sample. The obtained result was incorrect but it was not used for diagnosis or treatment. No incorrect treatment was given to the patient based on the result. No harm was done to the patient and also no delay in the treatment.